Event description:
It was reported that the right ventricular (rv) lead had high impedance, noise and a probable fracture. The patient reported hearing the alarm on the device and called the clinic. An appointment was made, however in the days leading up to it the patient experienced multiple inappropriate shocks and went to the ER (emergency room). The rv lead was removed and replaced. The device experienced a sensing/detection problem and was also explanted and replaced . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).